Event description:
At about 1 year from the primary, the patient came in reporting anterior pain due to loosening of the tibial tray. The surgeon revised the tibial tray and resurfaced the natural patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 january 2024: lot 2210623: (B)(4) items manufactured and released on 25-aug-2022. Expiration date: 2027-aug-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: one year after primary cemented tka, the patient complains about anterior knee pain. The patella had not been resurfaced. We understand that the main cause for further surgery was the need to treat the patello-femoral joint, so we would consider it disease progression. However, once the joint was opened, some doubts arose about the stability of the tibial component, and they decided to exchange it to a new one. From the radiographs supplied, we cannot detect a mobilization of the tray or a defect in the implantation, so we assume that the exchange has been carried out for prudence, a thoroughly understandable decision. No reason to suspect a faulty device.